Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels of 600 mg/dl which he treated with a manual injection. Customer also got a no delivery alarm during bolus. Customer performed troubleshooting and it was advised that the alarm may have been caused by a site occlusion. The infusion sets were replaced, however no product was returned for analysis.